Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed and the lead could not be successfully repositioned. The lead was explanted and replaced.

Manufacturer narrative:
The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.